Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address abnormal MRI findings and pain.

Manufacturer narrative:
The complaint is considered closed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Update 2/1/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, unable to sleep on side, uses cane for support, needed a handicap bathroom, gait is wrong, discomfort, left foot turns in, stiffness, and muscle loss. Revision surgical report noted a pseudotumor. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 26, 2016.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, loosening of cup, bone fracture, abductor muscle repair, metal wear, metallosis, and elevated metal ions.